Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1. Was there a surgical delay? If yes, what is the duration of the delay? All implants remove which took 4 hours. 2. What is the affected side? Right. 3. It was indicated that there was loosening. On what interface did the loosening occurred? Tibia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: original operation date; (B)(6) 2017. Surgeon; hospital: patient initials, patients dob revised due to possible infection/ aseptic loosening implants below; revision date (B)(6) 2024. Surgeons. Photos below of implant that were removed. These have been sent for decontamination. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found little signs of bone cement attached to the fixation surface of attune fb tib base sz 9 cem. Additionally, sings of burnishing were observed on of the device, which usually suggests micromotion between the cement and the implant, therefore, together with the lack of debris/cement it is reasonable to confirm loosening. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. A functional test was not performed since it was not applicable to the device condition. A dimensional inspection was not performed since it was not applicable to the device condition. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 9 cem would have contributed to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation does not found signs of bone cement attached to the fixation surface of attune fb tib base sz 9 cem. Additionally, sings of burnishing were observed on of the device, which usually suggests micromotion between the cement and the implant, therefore, together with the lack of debris/cement it is reasonable to confirm loosening. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 9 cem contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 150600009 lot number 8483463, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 150600009 lot number 8483463, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revised due to possible infection/ aseptic loosening. Doi: (B)(6) 2017. Doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.